Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver stops during treatment. No injury occurred.

Manufacturer narrative:
Investigation results: nc076163/gr56599/ca-sn:(B)(6):foot control socket (loose contact) defective, repaired. Foot control 197478 (loose contact) defective, replaced with 211268 the case has broken in several places (probably due to a fall), but has no effect on the function. The charger, the contra-angle 147632 (2021), the motor gmr2189677, the motor cable, the measuring cable lip clip after a thorough check, no faults could be found. The measuring cable file clamp with the file clamp was not included. Function test and test measurements without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.